Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿scan again in 10 minutes and replace sensor¿ error message was received with the adc device and could not obtain sensor readings. The customer experienced symptoms described as "sugar too low" and a loss of consciousness and could not self-treat. The paramedics were called and upon arriving, the customer was treated with "hypo packs" for the diagnosis of hypoglycemia and was provided other unknown medications. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that a ¿scan again in 10 minutes and replace sensor¿ error message was received with the adc device and could not obtain sensor readings. The customer experienced symptoms described as "sugar too low" and a loss of consciousness and could not self-treat. The paramedics were called and upon arriving, the customer was treated with "hypo packs" for the diagnosis of hypoglycemia and was provided other unknown medications. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.